Manufacturer narrative:
Update to b7 (other relevant history), h6 (type of investigation, investigation findings and investigation conclusions) and h10 to reflect engineering evaluation. The 29mm sapien 3 valve was not returned to edwards lifesciences for evaluation as it remains implanted in the patient. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A device history record (drh) review was completed and did not reveal any manufacturing non-conformances that would have contributed to the reported event. A lot history review was performed and revealed no other similar reported events relating to the event. The commander delivery system with s3 IFU was reviewed for guidance and instructions. Per IFU, potential adverse events include valve stenosis. No IFU or training deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for stenosis post implant was confirmed from medical record. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), and native leaflet prolapse impeding prosthetic leaflet motion. Similarly, pannus or host-fibrotic tissue growth overtime, a cause of nonstructural dysfunction, may interfere with the functionality of the device leading to valve stenosis. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. As reported, 'a thv in thv in surgical valve procedure was performed due to severe mitral stenosis. The valve was successfully deployed. An echo 1 day post procedure revealed lv ef 55-60%, mv peak/mean gradient 12/4.45mmhg and mitral valve (mv) area via continuity 1.3cm2'. In this case, due to limited information, a conclusive root cause was unable to be determined at this time; however, patient factors (progressive heart failure) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action is required at this time.

Manufacturer narrative:
The investigation is ongoing. The valve remains implanted in the patient.

Event description:
As reported by the edwards field clinical specialist, a thv in thv in surgical valve procedure was performed due to severe mitral stenosis. The valve was successfully deployed. An echo 1 day post procedure revealed left ventricular ejection fraction 55-60%, mv peak/mean gradient 12/4.45mmhg and mitral valve (mv) area via continuity 1.3cm2. The patient was discharged home. Upon review of medical records, approximately 4 years and 2 months post implant of a 29mm sapien 3 in the mitral position inside a surgical valve, a 2nd 29mm sapien 3 valve was implanted. The patient presented with progressive heart failure symptoms and found to have elevated gradients consistent with severe mitral stenosis concerning for mitral valve dysfunction and possible subacute valve thrombosis. An echo revealed severe mitral stenosis of the bioprosthetic mitral valve.